Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shock therapy for an atrial arrhythmia. Boston scientific technical services (ts) discussed the device treated due to the rate falling into the ventricular fibrillation (vf) programmed therapy zone. Additionally, oversensing on the right atrial (ra) lead was observed, which resulted in inappropriate mode switches and atrial tachy response (atr) episodes. Reprogramming options were discussed. No additional adverse patient effects were reported. At this time, this device remains in service.